Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During the on-site examination it was determined that the expiratory pressure transducer printed circuit board (pcb) was defective and in need of replacing. The issue with failed pressure transducer test can be confirmed in the provided device log files. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. Upon reviewing the available documentation, analyzing the case and the troubleshooting conducted by the technician, it has been determined that the pressure transducer test failures are attributable to the expiratory pressure transducer pcb. Consequently, we conclude that the device did not meet its specified performance criteria due to the failure of the pressure transducer pcb. However, the underlying cause of the part's failure remains undetermined, as the replaced component was not returned for further investigation. This is due to the customer's decision not to proceed with the complete service and repair of the device in question.

Event description:
Manufacturer's ref: (B)(4).